Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt's pump "didn't seem to be working". No symptoms or outcome were reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.